Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
(B)(6) registry study report. Patient ID: (B)(6). It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, the proglide device could not be ¿pulled out of the vessel¿. The proglide system was surgically removed and a contralateral balloon occlusion. Suture closure of the puncture site right was done. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that suture placement with a proglide device was attempted in the right common femoral artery via 19fr sheath using the preclose technique prior to a contralateral balloon occlusion procedure. The procedure was completed and suture closure of the puncture site was done to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Patient age updated. MFR site: contact name updated.